Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an endovascular aneurysm repair, the hub broke off a performer introducer while flushing the device. The anatomy was not scarred, tortuous, or calcified. Resistance was not encountered upon insertion or removal of the device. The device was exchanged for a new sheath, without further issue. A photo provided by the customer shows that the side arm was separated from the hub. The hub remained on the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A photo of the complaint device was also inspected. The complaint device was not returned to cook for investigation; however, the customer provided a photo of the device. The photo shows that the connecting tube was detached from the sheath hub. A document-based investigation evaluation was performed. No related non-conformances or additional complaints were found on the complaint final lot, the sub-assembly lot, or other subassembly or final lots containing the same raw material lot as the complaint device. A supplier investigation was conducted for the affected component. The supplier reviewed lot records, finding no issues. The supplier concluded that the device was manufactured to specification and that sufficient inspection activities are in place to identify the failure mode prior to distribution. A root cause was not identified by the supplier. The product IFU states ¿using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline.¿ the information provided upon review of the dmr, DHR, IFU, photo, and supplier investigation suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Customer name and address: postal: (B)(6). PMA/510(k) number:k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an endovascular aneurysm repair, the hub broke off of a performer introducer while flushing the device. The anatomy was not scarred, tortuous, or calcified. Resistance was not encountered upon insertion or removal of the device. The device was exchanged for a new sheath, without further issue. A photo provided by the customer shows that the side arm was separated from the hub. The hub remained on the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.